Event description:
It was reported that the patient experienced "something like overdose symptoms" at night; she suddenly fell asleep while walking or sitting, and did not remember where she was or what was going on as to the current situation. The patient notified her physician of her experience and was scheduled for exploratory surgery. However, the patient's leg swelled, so she could not have the surgery. Due to the swelling, clonidine was added to the patient's pump, which seemed to work at first, but then in addition to swelling in her leg, the patient's feet became swollen. The clonidine in the patient's pump was then removed. Even absent the clonidine, the patient's swelling was unaffected. The patient was then prescribed "water pills." At some point the patient went to her family doctor who ran a urinalysis, which returned normal results. "Blood work" was also done, which showed the patient's liver to be "fine." Once the swelling went down, the patient was reportedly cleared for the surgery and had a pump refill scheduled for (B)(6) 2013. The patient underwent several tests to rule out other medical issues (specific information regarding tests and dates on which they occurred was not specified). The patient was on oral medication, such as demerol, and patches (neither specified) and still experienced pain. In approximately (B)(6) 2013, the patient underwent a pump study (type unspecified), which returned normal results. Nonetheless, the patient experienced a return of symptoms and expressed that she either had withdrawal or that she experienced extreme pain in "all different parts of [her] body" and got hot/cold, which were the same symptoms she experienced before she underwent pump replacement (reported in MFR report # 3004209178-2012-01613). The therapy "worked" for the first two weeks "great," but ever since it had been "horrible." The patient also reported an overdose feeling. Moreover, the patient made an "emergency visit" with her physician and the health care providers in her physician's office reportedly told the patient that the left side of her back was swollen and "spasming." The swelling and spasms affected the whole left side of the patient from her neck to her left knee. The patient had "flexor patches" placed on her back. Patient took oral dilaudid, lortab, valium, anti-depressants (cymbalta, mobic), and lidoderm patches. Patient had "scoliosis starting." The patient was scheduled to see her physician on (B)(6) 2013. In addition to the symptoms, patient had heard the pump alarm on three separate occasions (dates not specified) and per the physician these occurrences pertained to the patient's catheter (reported in MFR report # 3004209178-2013-01085). Telemetry of the pump had not yet been performed. The device system was used to deliver dilaudid, bupivacaine, and baclofen.

Event description:
The patient later reported that, as of (B)(6) 2013, their healthcare provider ¿was looking to revise the catheter and pump¿. The replacement was supposed to be done on (B)(6) 2013, but the patient cancelled because ¿they had a bad feeling about the whole thing¿. The patient stated they still had swelling and ¿weird side effects¿. The patient felt like she was tranquilized and would fall asleep in the middle of walking, and this would occur at night. The patient stated they had almost fallen several times. They stated when they do refills, their hcp pulls out 2 cc¿s instead of 5 cc¿s. This was within specification.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: follow-up information received indicated that the event was attributed to the pump but the issue was unknown. A catheter dye study was done on (B)(6) 2013 with normal results. No surgical intervention had occurred as the patient refused. Signs and symptoms associated with the reported event were indicated as drowsiness and increased pain. The patient did not require hospitalization due to the event. Patient outcome was indicated as no injury. The medications in the pump were hydromorphone 25 mg/ml at a does of 18.011 mg/day, baclofen 250 mcg/ml at a dose of 180.11 mcg/day, bupivacaine 12.5 mg/ml at a dose of 9.005 mg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).